Event description:
Customer needed assistance programming the insulin pump. Customer did not have some of her settings. Customer was advised of how to use bolus wizard to calculate the boluses. Customer declined to use it that way and stated she will talk to educator to see if the educator had the settings. Customer inquired about activity guard and what was the tubing clamp, customer was advised. Customer reported she had low blood glucose level of 47 mg/dl. Customer called again stating she had 0.4 unit insulin and wanted to get rid of the setting. The device also had a black circle. Customer called back later that day explaining the device kept alarming max delivery exceeded. Customer was assisted changing max bolus amount in the device. Customer treated with manual injection. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.